Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer has been waiting to receive a new insulin pump and has therefore been using this loaner device. Blood glucose value is unknown. The customer will contact the hospital for replacement and call back if a loaner insulin pump is to be arranged.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.